Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation pulsed frequency ablation procedure to treat paroxysmal atrial fibrillation, following a successful transeptal puncture and crossing to the left atrium using a versacross connect access solution for faradrive and removal of the versacross connect dilator and wire, it became difficult to aspirate the faradrive steerable sheath (clear). The sheath was repositioned without resolution. The sheath was retracted into the right atrium, which allowed for proper aspiration and flushing of the sheath. The physician decided to replace the faradrive steerable sheath (clear) with a similar device and reperformed the transeptal puncture. The new sheath aspirated and flushed properly once in the left atrium. Finally, the procedure was completed, and no patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed by the facility.